Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. One of two sensors failed with no isig readings detected. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. One remaining sensor passed per specification with accurate readings. Two sensors had bent cannulas. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 300 mg/dl. The customer was assisted with trouble shooting and found the sensor was bent. The customer was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.